Manufacturer narrative:
Block h11: the returned sensor wire was analyzed, and upon magnification, it was observed that the sleeve was separated from the guidewire. Additionally, the pouch was returned. No other problems with the device were noted. With all the available information, boston scientific concludes the event of ptfe peeled was not confirmed. It was observed that the guidewire was peeled in the middle section. Additionally, the sleeve was separated from the guidewire and there was remaining in the separated sleeve. Based on the information available and investigation results, a conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the guidewire hydrophilic coating had shredded. The procedure was completed with another of the same device. There was no patient complication reported. Investigation results revealed that the sleeved was detached or separated.